Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose following a meal, with a peak reading of 211 mg/dl that decreased to 197 mg/dl without user intervention; lunch was announced as usual, a recent supply change had been completed, there were no alerts, and no device issues or site problems were observed, which was categorized as an adverse event without an identified device or use problem and with no specific device component implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.